Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that in the insulin pump's alarm history there was two pump error 43, a failed battery test, and an infusion blockage alarms. Customer's blood glucose level was 83 mg/dl. The piston was half way and it did not go down but the insulin pump said rewind complete. During the displacement test, the insulin pump alarmed infusion set blocked. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to severe corrosion on the motor home switch followed by critical pump error open book image after restart and broken force sensor error alarm was present in the format history file due to severe corrosion on the force sensor assembly. Moisture damage was also found on all electronic assemblies. The insulin pump was missing the retainer and the reservoir tube o-ring. Unable to perform functional testing due to critical pump error. Unable to verify motor error or insulin flow blocked alarms due to critical pump error. The power management graph was in specification. No power system error alarms noted in the format history file. No unexpected failed battery test alarms, low battery alerts, replace battery alerts or replace battery now alarms noted in the format history file. The insulin pump was received with partially broken off reservoir tube lip, scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, stained serial number label, peeling end cap address label and small dent near battery area.